Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to loose power connector on the interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 126 mg/dl at the time of the call. The customer father stated that the insulin pump had a blank display. Father stated that the battery compartment and spring were not damaged or corroded. He stated that the battery cap was not damaged or corroded. Father stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.